Event description:
A physician attempted an arteriotomy closure using the starclose device. The physician successfully achieved closure, but the end of sheath sheared. There was no further info available at this time.

Manufacturer narrative:
Based on available info, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.